Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified during evaluation. The device was found out of specification in relation to the reported device does not power on when slide clamp is inserted and found to be caused by a failed upper door hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on when the slide clamp is inserted. There was no patient involvement. No additional information is available.